Manufacturer narrative:
Additional suspect medical device components involved in the event brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7077831.

Event description:
It was reported that the patients spinal cord stimulation (scs) peripheral lumbar leads were causing severe pain and discomfort in her lumbar region. The patient experienced the pain and discomfort whether the scs was on or off. It is thought that her rare skin condition and anatomy could be contributing to this. The patient underwent a procedure in which the two scs leads were explanted. The devices will not be returned as they were retained by the medical facility. The patient is recovering without complication and was discharged same day.